Manufacturer narrative:
Concomitant medical product- model: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. The oversensing resulted in the patient receiving an inappropriate therapy. Follow up was conducted with the patients clinic. The allied health professional (ahp) at the clinic indicated that the patient was out of the country in the (B)(6) and was getting a "machine massage" at the time of the delivered therapy and the lia was triggered and the alert and therapy was due to electromagnetic interference (emi) sensed by the lead. No reprogramming was completed, and the lead remains in use. No further patient complications have been reported as a result of this event.